Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited high out-of-range pacing impedance and high pacing threshold measurements. The physician elected to explant the system on the right side and implant new rv and right atrial (ra) leads with the same pacemaker on the left side. Additional information obtained from the field representative indicated that the source of the out-of-range pacing impedance measurement was not conclusively determined and that the rv lead will not be returned. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.